Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd panel phoenix nmic- 479 a patient isolate (enterobacter cloacae) had high mics (resistant) for the carbapenem drug class but when repeated and verified with alternative test methods (mcim - negative and ampc disk - negative) the isolate was found not to be resistant. No health impact or consequence reported. Report 2 of 3.

Manufacturer narrative:
Investigation summary: this complaint is for high mic failures with carbapenems when using panel phoenix nmic-479 (catalog number 449515) batch number 5014930. The customer returned photos of the product for the investigation. The customer noted high mic results with klebsiella aerogenes, enterobacter cloacae and serratia when using the complaint batch. To investigate, retention panels from the complaint batch were inoculated with in house isolates klebsiella aerogenes enf 19110, enterobacter cloacae enf 2015 and serratia marcescens enf 11427 to observe for carbapenem mic results. Next, control panels from the same material but different batch were inoculated with in house isolates klebsiella aerogenes enf 19110, enterobacter cloacae enf 2015 and serratia marcescens enf 11427 to observe for carbapenem mic results. The investigation returned all panels with satisfactory carbapenem mic results; therefore, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd panel phoenix nmic- 479 a patient isolate (enterobacter cloacae) had high mics (resistant) for the carbapenem drug class but when repeated and verified with alternative test methods (mcim - negative and ampc disk - negative) the isolate was found not to be resistant. No health impact or consequence reported. Report 2 of 3.